Event description:
It was reported that saline leak occurred. The target lesion was located in the circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, the physician performed ablation in the target area, then in the anterior descending artery without issue. However, at the end of the procedure, it was noted that there was an irrigated leak in the proximal part of the burr connection to the advancer. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. The sheath is pinched/kinked and torn 24.5cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that saline leak occurred. The target lesion was located in the circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, the physician performed ablation in the target area, then in the anterior descending artery without issue. However, at the end of the procedure, it was noted that there was an irrigated leak in the proximal part of the burr connection to the advancer. No patient complications were reported and the patient's status was stable.